Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had a blood glucose (bg) level of 200 mg/dl the customer delivered a correction to address the bg level, and around 1 a.m, the customer's bg level decreased to the 60's (mg/dl). The customer was unsure of the cause of the low bg level, but stated they may have overcorrected. To treat the low bg level, the customer consumed juice. Recommendation was made to consult with health care provider regarding diabetes management.